Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level over 47 mg/dl dropped during call, 82 mg/dl and other 256 mg/dl. Performed displacement test results passed, insulin pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Customer stated that they have been getting no delivery alarms in the past. Customer wishes to continue troubleshooting for other possible causes of high blood glucose. The insulin pump will not be returned for analysis.